Event description:
Customer alleges chair is driving by itself. Unspecified injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m94, serial number/date code (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1122145 rev I ((B)(4)) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was on vacation in (B)(6) when the chair started driving by itself allegedly running into walls and other people. The joystick was replaced by the (B)(4) in that area. No injury or medical intervention alleged. The product has been repaired and invacare has been unable to track the original joystick at this time.